Event description:
Medline sure-snap safety needle 25gx1" have caps that are not secure over needles. When package is opened, needles are not secure and come off easily. The caps cannot be tightly secured over needles and have no locking feature to secure.